Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump (type, concentration, dose and lot number was unknown). The indication for use was noted as intractable spasticity. 1. 5 weeks ago, in (B)(6) 2015, the pump began alarming. It was unknown if it was a n on-critical or critical alarm that occurred. The patient called the healthcare provider (hcp) and went to the clinic and found the pump reservoir was empty. The patient went through withdrawal. It was unknown when the withdrawal occurred and onset was unknown. The alarm was heard but no programmer was available. Per the hcp, the pump was supposed to alarm today for the low reservoir alarm volume. The representative heard about the issue today from the hcp. The hcp refilled the pump as normal. The primary device was related to this event. The event date was indicated as (B)(6) 2015. If additional information is received, a follow up report will be sent. An hcp reported that the patient was receiving baclofen "2000 mcg/20ml" with lot number "2120-102" via their pump at a daily dose rate of "120.1" beginning (B)(6) 2015. Other medications the patient was receiving at the time of the event included pantoprazol, neurontin, clonazepam, oxybutynin, and vitamin d. The patient had no known drug allergies (nkda). It was noted that the patient was brought into the hcp's office for her scheduled pump refill and the patient did not contact their office prior to the appointment. The cause of the low reservoir alarm was not determined. The low reservoir alarm had been resolved. *(note: the drug lot number 2120-102 is associated with gablofen)* additional information received from the healthcare professional (hcp) reported the patient's alarm date was listed as2015-08-11. The patient presented for a refill as scheduled (B)(6) 2015 with 0.0 ml in the pump and the alarm sounding. The pump was refilled (as previously reported) and reprogrammed with a new alarm date.